Event description:
Caller reported the pump screen was dark and wouldn't turn on despite attempts to troubleshoot with charging tips and reboot sequences. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.